Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference numbers: 3006705815-2021-00190, 1627487-2021-00407. It was reported the patient was experiencing ineffective therapy. Reprogramming did not resolve the issue. Surgical intervention took place at an unknown date in which the system was explanted to address the issue.